Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer experienced high blood glucose level of 262 mg/dl. The customer had symptoms such as drowsy and feeling upset. Customer's blood glucose value was 408 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. It was found that cannula was bent. Caller declined further troubleshooting and would change set.